Event description:
Adverse event: anaphylactic shock (syncope, bradycardia). On (B)(6) 2012 - a (B)(6) male patient received 1st injection of artz dispo to the knee for osteoarthritis. After 30 minutes, he fell down at the reception. His pulse rate was decreasing to 50. No dermal symptom, e.g. Redness, was observed. He received IV drip for two hours and recovered. He walked home. On (B)(6) 2012 - he has not been visited to the physician's office. According to the reporter the casual relationship between artz dispo and the adverse event was unknown.

Manufacturer narrative:
We are now investigating this case.